Event description:
It was reported that four (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had a white and black particulate matter. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date: the event occurred from (B)(6) 2023 to(B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from september 20, 2022 - september 21, 2022. H10: three (3) devices were received for evaluation. Visual inspection with the unaided eye and with magnification was performed which observed a single white particle loosely on the wall of the fill port interior wall of two (2) samples which was morphologically consistent with fill port material. No particulate matter (pm) was observed on the other sample. No damage was observed of all the connector or caps areas. Therefore, the reported condition was verified in two (2) of the returned samples only. The cause of the condition could not be determined, however, a possible cause of the pm could be customer handling or was inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.